Event description:
The following was reported by the user facility: it is alleged that a laparoscopic - assisted distal gastrectomy (ladg) was performed on (B)(6) 2009. On (B)(6) 2011 cancer was noted at lymph node. The lymph node removal and mesh placement for incisional hernia was conducted to treat the pt. The intestine was damaged during placement. In (B)(6) 2012 colorectal cutaneous fistula was found. Reoccurrence of cancer was noticed at lymph node. In (B)(6) 2012, subcutaneous abscess was spread and removed with incisional drainage. On (B)(6) 2012, the mesh was removed and operated transverse colorectomy. It is alleged that adhesions to transverse colon occurred and the "wavy eptfe edges" perforated the transverse colon.

Manufacturer narrative:
This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. It is alleged the pt developed and was treated for a fistula and an abscess, both of which are known adverse events listed in the IFU. Currently, medical records have not been provided and no sample was returned for eval. There is no way for davol to confirm or verify the reported perforation due to "wavy edges" of the composix l/p mesh. A photo was provided to davol however is difficult to evaluate the reported failure from a photo image. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the available info, no conclusion can be drawn.